Event description:
The patient reported increased shortness of breath, decreased ability to exercise, and a heart rate of 65 bpm, when it was typically 72. The patient understood that according to his last device check, the device may need replacement "around (B) (6)," [2010]. The device was explanted and replaced nine days after the patient's call. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): normal battery depletion.